Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc volume limited syringe was returned for evaluation. The customer report of both pin connectors of the swan-ganz pacing catheter found incorrectly labeled as "proximal" was confirmed. As received, the labels on both of the pin connectors were proximal. No visible damage was observed from catheter body, balloon, windings and returned syringe. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The pin (a) is connected to distal electrode. The pin (b) is connected to proximal electrode. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 minutes without leakage. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A CAPA was generated to perform an investigation and corrective/preventive actions for this issue. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during use of the swan-ganz pacing catheter, both pin connectors were found incorrectly labeled as "proximal". The catheter could pace without any problems, however it was discovered that the pins were mislabeled after catheter insertion. Since it was able to pace, the customer continued to use this catheter. There was no allegation of patient injury. The device will be available for product evaluation.

Manufacturer narrative:
The device has been returned. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.